Manufacturer narrative:
Health hazard evaluation (hhe) was completed.

Event description:
The tigerpaw system ii failed to deploy. There was no bleeding based on this event. There were no patient negative effects.